Event description:
It was that the patient had ambulatory difficulties, increased spasticity, and twiddler¿s syndrome.

Event description:
It was reported that the patient experienced a gradual loss of therapeutic effect, and underwent a catheter revision on (B)(6) 2012. The exact start of the therapeutic loss was not provided, however, the patient 'was certain it had been several months'. The patient underwent a previous catheter revision in (B)(6) 2012 (see manufacturer report # 3004209178-2012-01294), however 'seemed uncertain if there was improvement following that revision'. Reporter stated that a seroma had also formed on the spinal area where catheter enters intrathecal space, following the catheter revision in (B)(6). The healthcare provider performed a CT scan, which showed catheter disruption in 2 places. A catheter replacement surgery was performed on (B)(6) 2012, where the seroma (drug collecting in her back) was found and the catheter was found to have broken in 2 places. The tip of the catheter was in the intrathecal space and could not be retrieved, and there was another piece of the distal catheter (a few cm before and after the anchor) that was not connected to the remaining intact catheter. The entire catheter was removed and replaced. The medication in the pump was lioresal. Following catheter replacement, the patient's post op medication dose was reduced, and was 'doing well' per the healthcare provider. The plan was to transfer to an inpatient rehab setting following surgical recovery.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8711, serial # (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2012, product type: catheter. Product ID 8590-1, lot # n271739, implanted: (B)(6) 2010, explanted: (B)(6) 2012, product type: accessory.